Event description:
"One # dcv120 diamond valve (lot 3 b35) which dr. Implanted as a revision valve in a pt in 2000. The pt did well until 2001 when dr. Had to replace the valve as it was no longer functioning. The dr found both the ventricular catheter and the peritoneal catheter were clear but the valve was blocked. Co has included the operating room implant device log for this procedure. Dr. Would like co to inspect the valve to see if there is any particular reason for the blockage as he believes almost all revisions are a result of blockage in the ventricular or peritoneal catheter.